Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported that the patient was unable to go to the hospital due to the pandemic control and the patient was asked to take levofloxacin (oral) anti-inflammatory drug for the event. The patient waited until the lockdown was lifted before going to the hospital for treatment. At the time of this report, pd therapy was withdrawn. The cause and patient outcome were not reported. No additional information is available.